Manufacturer narrative:
(B)(4). The insulin pump was received with cracks on the reservoir tube lip, a detached end cap and minor scratches on display window. The pump was inspected with no missing label noted.

Event description:
Customer reported via telephone call that the base of their insulin pump came off. Blood glucose levels at the time of the call was 143 mg/dl. No troubleshooting was performed and the device will be returned.